Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's entire left side of her body went numb after surgery. It was noted that the patient had a new hip pain and that the patient felt that it was from the device. The patient will undergo either a revision or an explant procedure.

Manufacturer narrative:
Additional information was received that physician did not believed that numbness was device related. No further course of action will be taken at this time.

Event description:
A report was received that the patient¿s entire left side of her body went numb after surgery. It was noted that the patient had a new hip pain and that the patient felt that it was from the device. The patient will undergo either a revision or an explant procedure.

Event description:
A report was received that the patient¿s entire left side of her body went numb after surgery. It was noted that the patient had a new hip pain and that the patient felt that it was from the device. The patient will undergo either a revision or an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the hip pain was device related. No further course of action.

Event description:
A report was received that the patient¿s entire left side of her body went numb after surgery. It was noted that the patient had a new hip pain and that the patient felt that it was from the device. The patient will undergo either a revision or an explant procedure.